Event description:
The saf-t clik did not click closed completely. When tech repositioned grip, the needle slipped and punctured left thumb. Tech was seen in emergency room of hosp for needlestick exposure.